Event description:
It was reported that the customer was in the hospital for back surgery and his blood glucose went higher and would not go down. Customer's blood glucose was over 300 mg/dl and he treated with the insulin pump. The customer stated he had recently received a no delivery alarm, which was resolved with a set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.